Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection, identified as a abscess. The site was red, swelling and warm to the touch. The patient was nauseous. The patient's blood glucose (bg) values reached 407 mg/dl. For treatment, the patient was prescribed the antibiotic doxycycline at 100 mg to take 2 pills for 5 days. The pod was worn longer than 48 hours on the arm. The patient was discharged after 6 hours.